Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor memorygel, 200cc breast implant, catalog number 3503501bc; lot number 5645158; serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction on (B)(6) 2006 was able to palpate her left implant in (B)(6) 2018. She feels the implant is sticking out and it doesn't feel round. It is unclear whether or not the device is ruptured with available information. The patient is planning on undergoing possible removal of the device without replacement.